Event description:
The facility representative contacted (B)(4) technical services to report a colleague infusion pump that had no display on channel c; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. Patient involvement is unknown. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with no display on channel c was confirmed during product evaluation. This condition was caused by a faulty pump head module (phm) on channel c. Channel c's phm was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.